Event description:
A report was received that after placing the ipg, it just stopped working and patient experienced weight loss. It was also noted that the ipg was no longer functional. The patient will undergo a revision procedure.

Manufacturer narrative:
Correction.

Event description:
A report was received that the patient underwent an ipg replacement procedure due to the ipg being unable to stay charged. No malfunction was suspected. On (B)(6) 2016, additional information was received that the patient¿s ipg was no longer functional as it had reached its terminal, end of life state.